Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses featuring c3® delivery system. Approximately one year ago (estimated to be on or about (B)(6) 2017, rapid expansion of the aneurysm (5mm within a 6 month period) was reported; a type ii endoleak was suspected by the physician. On unknown date, the patient underwent re-intervention to treat the suspected type ii endoleak. A lumbar artery was coil embolized and the aneurysm sac was embolized with nbca. The patient tolerated the procedure. On unknown date, routine follow-up showed the aneurysm enlargement persisted. Computed tomography and an ultrasound suggested a type iii endoleak from a suspected hole in the graft material of the trunk-ipsilateral leg endoprosthesis around the area of the bifurcation (the flow divider). On (B)(6) 2018, the patient underwent re-intervention to treat the type iii endoleak. Intra-operative angiography showed the endoleak originating from the graft material, but the exact location of the hole was not able to be determined. The trunk ipsilateral leg component was relined with a gore® excluder® aortic extender component and contralateral leg component. The patient tolerated the procedure and the endoleak was resolved.